Event description:
It was reported that the ilet issued consecutive ¿alert 38 ¿ insulin, consecutive stalled motor¿ and high glucose alerts despite multiple complete supply changes, after which the user discontinued pump therapy and transitioned to multiple daily injections; the event involved hyperglycemia with the device component identified as the pump and the cause unclear. Symptoms included elevated blood glucose of 400 mg/dl without reported physical symptoms. Outcomes included disruption of therapy and temporary cessation of pump use. Investigation included complaint handling, device replacement processing, and plans for device evaluation contingent on return. Investigation of this case revealed that the issue persisted after several new supply sets were used, and lot numbers were not obtained. It was concluded that the cause of the hyperglycemia and motor stall alerts was undetermined and could not be linked to a specific component or use factor. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.